Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: inratio: 1.1; lab: 1.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: inratio: 1.1, lab: 1.9; mean: 1.5; confident limits: 1.1-1.9. As per our internal procedure, the inratio and lab values are within the confident limits. Investigation is not needed as per internal procedure.